Event description:
The customer contact reported the device door roller was broken. There were no reports of any adverse pt events or delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Investigation is complete. At this time the customer will not be returning the device for eval. The customer contact stated the device will be repaired at the user facility. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.